Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed an infection at the implant site and was subsequently treated with oral and topical antibiotics (date of treatment not reported).